Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding everyday for 4 month') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event medical device removal was updated to bleeding everyday for 4 month and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding everyday for 4 month') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blister ("tips of blister I have it too"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered blister and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received:-new event "tips of blister I have it too" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding everyday for 4 month') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op from my total hysterectomy') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.